Event description:
Procedure: roux-en-y. According to the reporter: upon firing across pylorus, the clamp bar broke and the jaws opened. Tissue was partially stapled but most of the tissue remained uncut. A roticulator 60-4.8mm sulu was fired on the anal side to recover. Less than 200cc bleeding was reported. Patient status reported as ok.